Event description:
According to the available information the stent is peeling at the insertion site of the left ureteral orifice. The jj stent peels away from the beveled tip as soon as it enters the ureteral meatus with a piece of plastic that peels away as the jj stent is inserted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number 10192778. A documentary investigation was performed, on stent product no issue was recorded during production. One used sample was received, after desinfection it was observed that the medical device was broken. A little part of the outer surface of the jj has become detached. This defect was due to the use of an instrument or other sharp object. Another piece is partially detached from the stent. According to the informations known, quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was done based on jj silicone reference, defect damaged broken over last four years, 12 similar cases were found. A rmf evaluation was performed based on criq243 - risk identified 11324a (hazardous situation: jj cannot be positionned correctly in the patient body). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information the stent is peeling at the insertion site of the left ureteral orifice. The jj stent peels away from the beveled tip as soon as it enters the ureteral meatus with a piece of plastic that peels away as the jj stent is inserted.